Event description:
In 2009, the pt reported that 2 weeks ago she had an elevated blood glucose reading of over 600 mg/dl with her normal range being 75-120 mg/dl. Symptoms were thirst and frequent urination. She treated her reading by bolusing 10 units of insulin via her infusion device which brought her reading down 20-30 points. She said she then began having cramps in her feet and she took an injection of insulin which stopped the cramps for about 30 minutes. The cramps returned and she again bolused through her infusion device which finally brought her blood glucose back to her normal range. She said she thinks she may not have put her insulin infusion device back into run after changing her infusion set. The pt stated she did not think her device was beeping while in the stop mode. To troubleshoot, her device volume was checked and she discovered it was at only half volume level. She was assisted in increasing it to maximum volume and she confirmed she could hear the beeps. She stated she has absorption issues and has a difficult time with site areas due to her having a handicap and having had a stroke. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.